Event description:
The customer called technical support (ts) and reported that the device has a black screen; adjusted the screen brightness, and the fault remains. The customer reported there was no patient involvement at the time the issue was discovered. The manufacturer's product support engineer (pse) evaluated the device and confirmed the reported problem. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
Reporter phone number: (B)(6).

Manufacturer narrative:
The authorized service personnel (asp) replaced the lcd and inverter to resolve the reported issue. The device was tested and inspected and returned to full functionality.